Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end near the connector main tube and roll gear junction. The instrument failed the electrical continuity test. Additional observation(s) not reported by customer: the instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.71mm. Common causes of broken - proximal conductor wire is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. The instrument failed the electrical continuity test, confirming a complete break in the wire. Common causes of the failure mode bent instrument grips-tips are attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.